Manufacturer narrative:
Mandatory medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the device delivered inappropriate shocks due to noise on the ventricular lead. The noise was reproduced when the patient was sleeping and snoring or breathing heavily. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun